Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the criteria for the right ventricular lead integrity alert were met. The analyst noted that the lead failure predictor triggered on (B)(6) 2016, with v-sics >/= 30 in 3 days and 2 or more hr-nr episodes <(><<)>(><(><<)><(><<)>)> 220ms. 314 v-sics were noted since prior session 67 days ago. 5 episodes with v-v intervals <(><<)>(><(> <<)><(><<)>)> 220 ms occurred between (B)(6) 2016. Apparent non-physiological noise oversensing was seen on egms for episodes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes on the right ventricular (rv) lead. Provocative test result showed noise with manipulations and it was noted that the pacing impedance decreased. A chest x-ray was performed which displayed some narrowing and suspicious change indirection of the conductors between the clavicle and first rib. A clavicular crush was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.